Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. With the available information, boston scientific determined that this device exhibited intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The mv sensor is automatically disabled for tachycardia devices within a few seconds of detecting mv sensor oversensing. Therefore, oversensing of the mv sensor signal in icds and crt-ds will not result in inappropriate tachycardia therapy, injury, or life-threatening harm. Please refer to the "description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the non-boston scientific right atrial lead (ra) exhibited respiratory rate trend (rrt) signal oversensing, and intermittent spikes in pace impedance measurement high out of range greater than 2,000 ohms. No adverse patient effects were reported. The device remains in service.